Event description:
After the pt removed her clothing and, specifically tore her bra off (she tucks the catheter ends in it), she noted blood on herself and a trail of blood behind her. Her husband noted one of her dialysis catheter lines was cut. Ems called & line clipped. Hospitalized. It was felt, a sharp clasp or wire on bra severed tubing. No sequelae.